Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer had been registered as open even though it was closed. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer was failed to closed. The customer reported that the malfunction occurred when user tried to issue medication to patient, user was able to get medication from a different source. There were no adverse events or injuries reported based on this event.